Event description:
A user facility biomedical technician (BMT) reported that a power cord has a burnt black wire inside the plug. Upon follow up, the BMT confirmed that the power cord had a burnt black wire inside the plug. The BMT stated that there was no burning smell, melting, smoke, spark, or flame, only that it appeared to be burned. The BMT confirmed that there was no damage to the outlet itself. The BMT stated that the damage was noticed during a preventative maintenance inspection. The BMT did not have the machine hours but stated that the power plug was a replacement part. The BMT confirmed that the machine has not had any past problems with failing the electrical leakage test or any other damaged component associated with the damaged plug. The BMT stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (GFCI) outlet. The BMT stated that the cord and plug have been replaced and the machine is back in service without reoccurrence of the reported event. The BMT confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additionally, the BMT confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BMT) REPORTED THAT A POWER CORD HAS A BURNT BLACK WIRE INSIDE THE PLUG. UPON FOLLOW UP, THE BMT CONFIRMED THAT THE POWER CORD HAD A BURNT BLACK WIRE INSIDE THE PLUG. THE BMT STATED THAT THERE WAS NO BURNING SMELL, MELTING, SMOKE, SPARK, OR FLAME, ONLY THAT IT APPEARED TO BE BURNED. THE BMT CONFIRMED THAT THERE WAS NO DAMAGE TO THE OUTLET ITSELF. THE BMT STATED THAT THE DAMAGE WAS NOTICED DURING A PREVENTATIVE MAINTENANCE INSPECTION. THE BMT DID NOT HAVE THE MACHINE HOURS BUT STATED THAT THE POWER PLUG WAS A REPLACEMENT PART. THE BMT CONFIRMED THAT THE MACHINE HAS NOT HAD ANY PAST PROBLEMS WITH FAILING THE ELECTRICAL LEAKAGE TEST OR ANY OTHER DAMAGED COMPONENT ASSOCIATED WITH THE DAMAGED PLUG. THE BMT STATED THAT THE MACHINE IS PLUGGED INTO A HOSPITAL GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET. THE BMT STATED THAT THE CORD AND PLUG HAVE BEEN REPLACED AND THE MACHINE IS BACK IN SERVICE WITHOUT REOCCURRENCE OF THE REPORTED EVENT. THE BMT CONFIRMED A PATIENT WAS NOT CONNECTED TO THE MACHINE AT THE TIME OF THE INCIDENT AND THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS BECAUSE OF THIS MALFUNCTION. ADDITIONALLY, THE BMT CONFIRMED THAT THE COMPLAINT DEVICE IS AVAILABLE TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Manufacturer narrative:
Additional Information: D9, H3 Plant Investigation: No parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a Fresenius Biomedical Technician (BMT). To resolve the reported issue, the BMT replaced the cord and plug. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the Fresenius BMT identified a burnt wire inside the plug. Therefore, the complaint event was confirmed.